Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular exhibited loss of capture due to dislodgement. The lead was capped on (B)(6) 2016. The patient's condition post procedure was well.

Event description:
New information notes that the lead has now been explanted.